Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp continu-flo solution set leaked normal saline (ns) at the clearlink "y-site". The leak was described as, ¿squirting out of y site below roller clamp¿. This issue occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.